Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d170823-2). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (6.2 ua) met acceptance criteria (< 55 ua). Strips were manufactured on 08/23/2017 and were expired in 08/2019. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190819-1) and control solutions (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), and results (level low: 44/46; level high: 270/280) met the acceptance criteria (level low: 35~85; level high: 220~330). Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00am at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result 380mg/dl. A normal result for that time of day is usually around 140mg/dl. Caller stated that the end-user took glimepiride and ate 2 slices of soy bread and water prior to seeking medical attention. Caller stated that the end-user did not have any symptoms. Caller stated that the enduser was driven to (B)(6) located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was tested and got a result of 112mg/dl. Caller stated that no treatment was received, and the enduser was not admitted. Caller was advised that the end user's test strips are expired and to never use expired products. No additional information has been provided.